Manufacturer narrative:
The patient was born in (B)(6). It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system. Based on this result she was sent to the emergency room (ER) where a comparison lab returned as 5.1 inr. The results were within 30 minutes of each other. The patient's coumadin dose was decreased based on the lab value. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.